Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v351366, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v314995, implanted: (B)(6) 2009. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient. (B)(4).

Event description:
During implant it was reported the 0-1 electrode combination was 31 ohms. Left side therapy impedance was 751 ohms. Right side therapy impedance was 933 ohms. It was noted previous to battery revision which had just occurred, all impedances were normal. It was also noted all impedances were greater than 40,000 ohms with the exception of c and 0. It was then noted the health care professional torqued the stimulator again and all impedances were normal except for 0-1. Follow up reported the stimulator was turned on in the recovery room and the patient appeared to be receiving therapeutic benefit. All but two of the electrodes had normal impedances. All electrodes programmed were within normal impedance range.